Event description:
Customer's wife stated that patient was alone and tried to transfer out of the bed and the bed rail was loose. Minor injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model bed4-1633 (5310ivc bed), serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male whose age and height are unknown. The consumer's preexisting medical condition states he has parkinsons. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's wife called stating that when the consumer was home alone he attempted to transfer out of the 5310ivc bed, using the bed rail to steady himself. The bedrail was allegedly loose which resulted in an injury to the consumer's left hand, requiring 6 stitches. Page 1 of the operating instructions, #1049390 for bed rails, it states a warning, "although bed rails are not rated to any specific weight limitation, the bed rails may become deformed or broken if excessive side pressure is exerted on the bed rails. This bed rail is not an assist rail for getting into or out of bed. Do not use the bed rails as push handles when moving the bed. After any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely. Bed rails with dimensions different from the original equipment supplied or specified by the bed manufacturer may not be interchangeable and may result in entrapment or other injury". The consumer has been using this device for approximately 17 months.